Event description:
Pt undergoing emergent exploratory laparotomy with extensive lysis of adhesions and bowel resection. While performing small bowel anastomosis using 3-0 silk on a t31 needle. Physician felt needle was dull and had difficulty passing needle resulting in tearing the serosa of the bowel. Used another needle happened again, (tore the serosa). Physician then used 4-0 silk on a t31 needle, which easily passed through the tissue.